Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer also reported that battery longevity was very short. Customer's blood glucose was 182 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with high idle current; the problem is isolated to mother board and with corroded battery tube. No blank display noted. The insulin pump had cracked case at reservoir tube window corners, broken reservoir tube lip, broken battery tube threads, minor scratches on the lcd window and missing the end cap sticker.